Manufacturer narrative:
Product evaluation summary: the results of the investigation concluded that there was no indication of shorted, crossed, or intermittently open circuits. The measured resistance value for both the tip and ring electrode circuits was within specification. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pacing issue was unable to be replicated and therefore remains unknown. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy. The pacel IFU suggests that proper electrical functioning of this device requires that you handle the bipolar pacing catheter with care. Stretching and/or kinking while wiping may result in damage.

Event description:
The information provided to sjm indicated a patient underwent placement of a 5f pacel bipolar flow-directed pacing catheter due to a distal total heart block, via the right jugularis using a 6f procedural sheath. The device paced for a moment, but due to a reported dislocation of the lead, pacing was inadequate. Attempts to reposition the lead were unsuccessful. An isoprenalin infusion was administered and a second pacel catheter of the same lot was inserted via the right jugularis. This lead also gave inadequate pacing. The next day, under fluoroscopy, an attempt was made to reposition the lead but it was unsuccessful. It was reported the lead was too floppy and fragile to place properly, leading to poor steerability. A permanent pacemaker was implanted. Venography revealed the venous system was within normal limits. The patient was stable after the permanent pacemaker was placed.